Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ise indirect k for gen.2 (potassium) on a cobas 8000 ise module. A sample from the patient initially resulted with a potassium value of 4.09 mmol/l and this value was reported outside of the laboratory. Another tube collected from the patient at the same time was tested and resulted as 4.77 mmol/l on (B)(6) 2017. The second measurement result was not reported outside of the laboratory. No adverse events were alleged to have occurred with the patient. The potassium electrode lot number and expiration date were asked for, but not provided. As the time difference between the two measurements was approximately four hours, it was believed that the difference in results was due to the this time difference as the potassium concentration became elevated during storage.